Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament control board and snubber assembly were replaced and a generator calibration was performed. The system was tested and found to be working as intended and put back into service.